Event description:
Pt's wrist implant broke and it had to be revised. Original injury occurred during rollerblading. The original break did not heal correctly so the dr. Rebroke the wrist; used cadaver bone and applied the bone plate. They discovered it had broken when the cast came off.